Event description:
A customer called with a complaint indicating that the display screen is separating with some segments missing from the tens display. A request was made to return the unit for eval. In the meantime, a replacement unit has been provided.